Event description:
During follow up on (B)(6) 2012, the pt file resulting from pacemaker interrogation was dated (B)(6) 2011 (and not 2012), while the previous follow up was performed on (B)(6) 2011. While time to elective replacement indicator indicated by the programmer was 159 months on (B)(6) 2011, it dropped to 9 months on (B)(6) 2012. An explanation is required.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.